Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the CPR-uni padz were opened and the green pad and CPR puck were missing from the packaging. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer indicated the CPR uni-padz and packaging were disposed of after the incident. The customer was unable to provide the lot number of the CPR uni-padz. There is one clinical file from february 9. The clinical file showed at the start of the event, the device recognized pads attached to the device. There was also CPR feedback recorded, as the device prompted "attach pads to patient's bare chest". The pads attached to the device at the start of the event were not as described by the customer. Later in the event, the log recorded that the operator swapped pads with pediatric pads and continued the event. The CPR feedback would only occur if the CPR puck was present on the pads attached at that time. The device performed as expected and failed its self-test. Operators are instructed to ensure that functional electrodes are properly attached when storing the device and to replace them after use. Analysis of reports of this type has not identified an increase in trend.